Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that a tlc55 device was received in good visual conditions and with a reload loaded in the device. The reload had the swing tab in the locked position, and the proximal 5 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the cartridge was tested for functionality and it fired as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire and only a few unformed staples deployed. Changed to another one to complete the procedure. No adverse event on the patient.